Event description:
The sales rep reported that during implantation of gore excluder aaa endoprostheses, a palmaz stent was intended to be placed inside one of our endovascular devices to help with apposition against the aortic wall of the abdominal aorta. The palmaz stent was reported by the rep to have slipped off the balloon, causing it to move proximally during deployment. The physician was able to move the palmaz distally using a snare kit. The snare kit (mfg unk) got caught on devices, ultimately leading to explant of all devices. It was reported that the pt tolerated the procedure well. Additional info has been requested from the implanting physician, but none has yet been forthcoming.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.